Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a superficial driveline exit site infection on (B)(6) 2022 without leukocytosis with a white blood cell count of 4.8 k/ul. The patient was initially prescribed doxycycline for two weeks then infectious disease continued with treatment on (B)(6) 2022. The most recent white blood cell count was 4.2 k/ul on (B)(6) 2022. The patient was put on suppressive antibiotics therapy and had moderate purulent drainage but was improving. The patient condition was chronic with sequelae.